Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
The arthroplasty was revised due to stiffness. The components were implanted in situ for ~0.50 y. The tibial insert, tray, and femoral components were revised. The patient presented with a (B)(6) prior to revision surgery.

Manufacturer narrative:
An event regarding decreased range of motion involving a triathlon baseplate component was reported. The event was confirmed. Based on the images provided the component appears consistent with a device that was implanted and subsequently explanted. There is bone cement present on the baseplate and some evidence of bone interdigitation. A review of the device history records was satisfactory. Chr confirmed that there were no other events for this lot ID reported. A review of the provided medical records and x-rays by a clinical consultant indicated that the stiffness problem after knee arthroplasty of this case has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. This problem is procedure-related and has no specific device related aspects. Patient specific factors are not readily apparent. As such, this pi case is not device-related. No further investigation is required at this time.

Event description:
The arthroplasty was revised due to stiffness. The components were implanted in situ for ~0.50 y. The tibial insert, tray, and femoral components were revised. The patient presented with a ucla score of 2 three months prior to revision surgery and a maximum score of 2.